Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 7270643, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the cannula/wing junction contained glue but the cannula was broken. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. A possible cause was found to be a misalignment between the cannula and the cannula orientation station.

Event description:
It was reported that the bd¿ wing needle set broke off in the patient's left hand, and an x-ray exam was performed to identify the broken piece. No further medical intervention information was provided. The following information was provided by the initial reporter, translated from portuguese: "new born patient... Receiving intravenous antibiotic therapy. The peripherical venous access has been lost, and it was attempted a puncture of peripherical venous access but unsuccessfully. It was decided to administer the medication through a n.27 wing needle set, in bolus, adequate technique, and when the device was removed the needle broke in newborn's left hand. It was confirmed the foreign matter through an x-ray exam.

Event description:
It was reported that the bd¿ wing needle set broke off in the patient's left hand, and an x-ray exam was performed to identify the broken piece. No further medical intervention information was provided. The following information was provided by the initial reporter, translated from portuguese: "new born patient... Receiving intravenous antibiotic therapy. The peripherical venous access has been lost, and it was attempted a puncture of peripherical venous access but unsuccessfully. It was decided to administer the medication through a n.27 wing needle set, in bolus, adequate technique, and when the device was removed the needle broke in newborn's left hand. It was confirmed the foreign matter through an x-ray exam.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-19. H6: investigation summary bd received a 27 gauge wing needle set from lot 7270643 for evaluation. A photo of the issue was also provided for evaluation. A review of the device history record was performed for the reported lot, 7270643, and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the cannula/wing junction contained glue, however, the cannula is broken, confirming the client's report. The provided photo showed similar findings. Based off the visual inspection and the provided photo the engineer was able to verify the reported defect. A possible cause was found to be a misalignment between the cannula and the cannula orientation station. The manufacturing facility has been notified of this incident and the findings. Maintenance has been performed on this station to ensure that it was operating correctly and orientating the cannula properly. H3 other text : see h10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ wing needle set broke off in the patient's left hand, and an x-ray exam was performed to identify the broken piece. No further medical intervention information was provided. The following information was provided by the initial reporter, translated from (B)(6): "new born patient. Receiving intravenous antibiotic therapy. The peripherical venous access has been lost, and it was attempted a puncture of peripherical venous access but unsuccessfully. It was decided to administer the medication through a n.27 wing needle set, in bolus, adequate technique, and when the device was removed the needle broke in newborn's left hand. It was confirmed the foreign matter through an x-ray exam.